Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 184 mg/dl, 720 mg/dl and 152 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: abbott diabetes care freestyle blood glucose monitoring system devices are incapable of reading blood glucose results in excess of 500 mg/dl.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.